Event description:
It was reported that the patient had stimulation from their implantable neurostimulator (ins) in the wrong location and less than 50% therapy relief to their legs and back. Specifically, it was noted that the stimulation had been too strong in their legs and not enough in their back area. An x-ray was taken on (B)(6) 2015 which showed that one of the lead components had migrated down from mid t9 to t12. The reason for the migration was not able to be determined. The patient did not have time (at the time of this report) for reprogramming due to the lead migration because of transportation issues but was to meet with the manufacturer¿s representative at the next appointment on (B)(6) 2015. The patient and their physician were okay with this plan. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient was receiving effective therapy. The patient's ins was charged and functioning. The patient wanted to try hd programming to see how that would work for her. If additional information is received, a supplemental report will be sent.